Event description:
A doctor reported post operative cystoid macular edema in a patient's left eye after intraocular lens implantation. Additional information has been request for this event, however, no updates have been received. There is no product sample available as the intraocular lens remains implanted in the patient's eye.

Manufacturer narrative:
Additional information: the product was not returned for analysis. A complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported post operative cystoid macular edema in a patient's left eye after intraocular lens implantation. Additional information has been request for this event, however, no updates have been received. There is no product sample available as the introcular lens remains implanted in the patient's eye. Upon follow up it was informed that the patient recovered from condition.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the japan market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).